Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor atrial lead had noise observed on the atrial channel. The noise not oversensed by the device initially, but could be reproduced with arm movements across the chest during in-clinic testing. A review of lead measurements were showing atrial impedances greater than 3000 ohms. Intrinsic amplitude signals were 2.8 mv and thresholds were stable at 1.4v at 0.4ms. It was noted that atrial impedances started to increase around (B)(6) 2017. The last impedance check in early (B)(6) was 516 ohms. Right ventricular lead values appeared to be normal. Boston scientific technical services (ts) discussed this could be a possible epoxy header issue; but more likely a lead issue based on noise observed with arm movement across the patient's chest. The patient had some non-specific symptoms that may have been related to loss of av synchrony. Ts discussed ddi programming for this patient with the field representative. The field representative noted she would contact boston scientific should there be any further follow-up regarding this issue. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned after being explanted for premature battery depletion (documented in a separate report). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Further testing performed confirmed a premature battery depletion condition, however that issue was addressed in a separate report against this device. The clinical observations in this event were not confirmed in analysis.